Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that since friday they've been trying to charge their implant and until today they haven't gotten their implant fully charged. Patient(pt) mentioned that the cord and the relay box had gotten red hot; the controller also gets hot both when charging the implant and charging controller. Patient added that the controller also went to a black screen and won't turn on, pt will do and the controller will work for 10 minutes or 10 second then screen will go black again. Pt confirmed they talked to their mdt rep today and was advised to call patient services for replacement. During the call, agent had pt do an ac power reset; the controller powered on and the battery pack was charging. Agent sent repair request to replace the recharger due to cord and relay box getting hot and to replay the controller due to old-age and getting hot while charging.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed: no visual anomaly. Electrical failure. No device found message x2 h7 & h9 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information. Patient stated that they received the replacement controller and recharger. Patient inquired about the two aa batteries they received and the return process for the old recharger and controller. Agent reviewed information.